Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer is now in the hospital with diabetic ketoacidosis. The customer has called several time but refused to troubleshoot in the past. The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown. The customer was explained the recurring no delivery may be due to site, set or reservoir issue. The customer got frustrated and disconnected the call. The customer was unable to do the troubleshooting.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.